Event description:
It was reported that there was no capture, along with lead warnings on both leads. The device was explanted and replaced, and both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant product: 4524-53 lead, implanted: (B)(6) 2000. (B)(4). Evaluation summary: upon analysis, no anomalies were found.